Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the essure coils were both seen to be either completely or partially expelling from the fallopian tube') in an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure sterilization.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy,laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: trailing coils- right- 6, left- 4. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case (B)(4) was found to be duplicate of case (B)(4). Hence all the information from deletion case is transferred into retention case. And this case (B)(4) should be deleted from argus data base. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the essure coils were both seen to be either completely or partially expelling from the fallopian tube') in an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure sterilization.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: trailing coils- right- 6, left- 4. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.